Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned one battery powered toothbrush on (B)(6) 2017. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Rotating head of the toothbrush had come off in mouth revealing a tiny metal spring and working parts [device breakage], no adverse event [no adverse event]. Case description: a father reported via e-mail on (B)(6) 2017 that he was assisting his (B)(6) daughter with brushing her teeth on (B)(6) 2017 with an oral-b power battery toothbrush handle stages 3734 model db3010. The father explained that he noticed something wasn't right, as his daughter had her mouth closed and refused to open it; he stated she looked extremely alarmed. The father demanded that she spit the contents of her mouth into the sink, only to find the rotating head of the toothbrush had come off in her mouth revealing a tiny metal spring and working parts that luckily didn't come away from the toothbrush. He stated that he had kept the toothbrush and the rotating head. No symptoms developed. On (B)(6) 2017 received father's follow-up e-mail: the father reported that his daughter started using the toothbrush in the middle of (B)(6) 2017. The toothbrush had not been dropped. No further information was provided.

Manufacturer narrative:
Reporter returned one battery powered toothbrush on (B)(6) 2017. Product investigation is in progress.

Event description:
Rotating head of the toothbrush had come off in mouth revealing a tiny metal spring and working parts [device breakage]; no adverse event [no adverse event]. Case description: a father reported via e-mail on (B)(6) 2017 that he was assisting his (B)(6) daughter with brushing her teeth on (B)(6) 2017 with an oral-b power battery toothbrush handle stages 3734 model db3010. The father explained that he noticed something wasn't right, as his daughter had her mouth closed and refused to open it; he stated she looked extremely alarmed. The father demanded that she spit the contents of her mouth into the sink, only to find the rotating head of the toothbrush had come off in her mouth revealing a tiny metal spring and working parts that luckily didn't come away from the toothbrush. He stated that he had kept the toothbrush and the rotating head. No symptoms developed. On (B)(6) 2017 received father's follow-up e-mail: the father reported that his daughter started using the toothbrush in the middle of (B)(6) 2017. The toothbrush had not been dropped. No further information was provided.